Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels followed by low blood glucose levels. It was then reported that the customer was taken to the hosp by the paramedics. It was unk whether the hospitalization was due to high or low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. It was also mentioned that the customer may have exposed the insulin pump to an x-ray during a dentist appointment. Advised that the insulin pump would be replaced. Nothing further was reported.